Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is presumed the like cause of the reported failures is due to the following: - forceps elevator has foreign material. And discoloration inside of light guide (lg) lens could not be determined. - adhesive around lg lens has a chip is likely due to stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material at the forceps elevator. In addition, the inside of the light guide lens was discolored, and the adhesive around the light guide lens had a chip. There was no patient involvement.